Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the stenosis is unknown. However, the stenosis could be related to the mechanisms described above. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported to implant patient registry (ipr), three years and seven months post placement of the 26m sapien xt valve in the aortic position, a 26mm sapien 3 valve was placed. The reason for the second valve placement was stenosis. The patient was admitted to the ICU with heart failure, and found to have stenosis. The second valve was placed.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), three years and seven months post placement of the 26mm sapien xt valve in the aortic position, a 26mm sapien 3 valve was placed. The reason for the second valve placement is unknown. Investigation is ongoing.